Manufacturer narrative:
Reporter is a synthes employee. Customer quality investigation: the instrument was not returned, and the investigation will be completed based on the supplied image. The image captured the broken linkage. The most proximal linkage to the handle was broken. The overall complaint was confirmed. As the device was not returned an as received, dimensional, and material review were not applicable. Manufacturing record evaluation: a manufacturing record evaluation was not performed as the lot number was not known. Conclusion: the overall complaint for the product was confirmed as the most proximal linkage was broken. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the 5mm hexagonal flexible screwdriver was discovered to be broken. The issue was discovered in the sterile tray. It is unknown if there were patient and surgical involvement. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).